Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle freedom lite meter and freestyle strips were reviewed, and the dhrs showed the freestyle freedom lite meter and freestyle strips passed all tests prior to release. Retain testing was performed for the freestyle strips and all units performed within specification and passed. A tripped trend review was completed for the reported complaint and freestyle freedom lite meter. Although trips were observed, no further investigation was required as there were no confirmed complaints. A tripped trend review was completed for the reported complaint and freestyle test strips. No trips were observed. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported her adc blood glucose meter would turn on with button press, but not with test strip insertion after changing the battery; which prevented her from getting a reading. Customer further reported that on an unspecified date/time in (B)(6) or (B)(6) 2017 she began driving erratically and was not able to tell the lights were green and doesn¿t remember much about the event except that she was scared and terrified. She reported trying to flag someone down and that paramedics were called. Upon arrival, the paramedics initiated an unspecified intravenous infusion and transported her to a hospital. At the hospital, she was diagnosed with hypoglycemia and was admitted to the hospital for a four day stay. It is unknown what additional treatment may have been rendered at the hospital. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the meter is returned or additional information is obtained. The actual date when the medical event occurred is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported her adc blood glucose meter would turn on with button press, but not with test strip insertion after changing the battery; which prevented her from getting a reading. Customer further reported that on an unspecified date/time in (B)(6) 2017 she began driving erratically and was not able to tell the lights were green and doesn't remember much about the event except that she was scared and terrified. She reported trying to flag someone down and that paramedics were called. Upon arrival, the paramedics initiated an unspecified intravenous infusion and transported her to a hospital. At the hospital, she was diagnosed with hypoglycemia and was admitted to the hospital for a four day stay. It is unknown what additional treatment may have been rendered at the hospital. There was no report of death or permanent injury associated with this event.